Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on june 11th reported the cause of the sudden return of leakage was the patient had a urinary tract infection (uti). The hcp reported the actions taken to resolve the leakage was there was a culture and sensitivity test given and the patient was taken antibiotics and the issue had been resolved. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was implanted for bladder and bowel control but the patient had a return of urinary leakage since yesterday. The patient also stated that she seemed to have lost the sensation of pulses at her vaginal area. It was reviewed that the body gets used to the sensation and that was normal. The patient confirmed that she had not made any programming changes and had not had any falls/trauma. The patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.